Manufacturer narrative:
Initial report for internal case number (B)(4). We have requested the device to be returned. Risk review- as per (B)(4) rev 15 - 1081 aurical aud & madsen a450 - risk analysis: hazard ID 6.5 cause- mechanical breakage, causing sharp corner, edges or pinch points. E.g. Due to steady force applied on the device. (Hit by something). Effects/harm - minor physical trauma injuries. Residual risk- 3 (low) and acceptable.

Event description:
The manufacturer received the information regarding the headband hb-7 for tdh39 . The user has informed about the loose hb-7 bracket. The hb-7 bracket has come loose and hit patient on the head, resulting in minor injuries. No medical intervention was required at this time.